Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported that the ipg has allegedly reached its end-of life. Based on the patient's program parameters, premature battery depletion is suspected. Surgical intervention is planned to replace the pt's ipg. Until such time, oral medication has been prescribed to help control her pain.